Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was kinked prior to use. The catheter was not used because the sensor wire might be damaged due to the kink.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed the sensing wire was slightly kinked. Check the reading using the multimeter, and was able to detect the reading. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿11)do not wet the lead wire and the junction with extension cable. 12)this device is compatible only with monitors requiring ysi 400-series type temperature probes. 13)no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] 14)do not wipe catheter surface with organic solvents such as alcohol. 15)do not aspirate urine through drainage funnel wall. 16)since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 17)when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken."

Event description:
It was reported that the catheter was kinked prior to use. The catheter was not used because the sensor wire might be damaged due to the kink.